Event description:
It was reported that the customer received an external ram crc error and an unexpected restart alarm. The customer's blood glucose level was not reported. The product will be returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump alarmed after battery change, due to broken solder joint connector on interface board. No alarm noted. Insulin pump had minor scratches on lcd window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.